Event description:
The end user developed a rash under tape collar that had been present since 01/01/2014 surgery when he first started using ostomy products. The patient sought treatment from a physician and was issued a prescription for nystatin powder in early 2014 for a diagnoses of peristomal yeast. End user was instructed on use of adhesive remover, using a soap with no oils; creams or moisturizers; powder; and barrier wipe. End user states the rash has subsided since the use of nystatin powder. The end user was encouraged to follow-up with their health care provider as needed. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.